Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a force bipolar instrument jaws had moved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws could be loosened (opened) without any problems. The instrument (jaw) was significantly displaced. The instrument was not removed together with the cannula due to the jaw/grip tip sticking out. At the time of removal, the jaws were not stuck in a closed position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.75mm offset at the tips. The grips were not found to have cracking damage. As result of the bending, the molded insulator has become dislodged. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.